Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on both the right atrial (ra) and right ventricular (rv) channels. Technical services (ts) stated that the noise was believed to be caused by electromagnetic interference (emi) associated with a medical procedure the patient underwent. It was further noted that the noise was oversensed on the rv channel. Ts provided reprogramming options. No adverse patient effects were reported. This ICD remains in service.